Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device was not representing the data on cardiac compass with the patient in atrial fibrillation (af) all the time. The device showed invalid data for ventricular high rate episodes. The device remains in use. No patient complications have been reported as a result of this event.